Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etew2828c82e, v01705017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft cuff was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. It was reported that, approximately three years and five months post index procedure a CT revealed that there was a type iii separation endoleak present between the endurant ii iliac stent graft limb and the endurant ii iliac stent graft extension cuff. The physician elected to bridge the gap between the two stent grafts by relining them with an additional endurant ii iliac extension and ballooning with a reliant balloon. Sufficient overlap was obtained between the two stent grafts and an angiogram revealed the endoleak had resolved. Per the physician, the cause of the type iii separation endoleak was due to the aneurysm reforming post index procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.